Event description:
Caller reports patient's blood glucose result was 104 mg/dl on inform system 1 and 47 mg/dl on inform system 2 within 10 minutes. Pt had been unresponsive approx an hour prior to the reported results; pt was later treated with an ampoule of d50 based on a lab value of 21 mg/dl drawn at an unknown time. Patient's low blood glucose symptoms improved following treatment. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550774, expiration date 11/30/2009). Reference medwatch report is for the suspect device used in system 2.